Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call stating last night they took out the sensor and filament was in her daughter's body. They had to go to the hospital to have it removed. No further details were provided. The product will not be returned for analysis.